Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarmed during testing. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked case at reservoir tube window corner and missing end cap sticker.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 197 mg/dl. The customer stated that the pump was in his pocket and alarmed button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.